Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited "pause episodes." Upon review, it was noted the episodes were not true pause episodes but were episodes of the device undersensing. The device was reprogrammed. There were no patient consequences and the patient would be monitored.